Manufacturer narrative:
A review of the device history record was performed and nothing was found in the manufacturing and packaging processes of this lens that could be identified as the cause of the complaint. No definite root cause for the complaint was determined. As reported on the medical review, the medical device was unlikely the cause of the event.(B)(4).

Manufacturer narrative:
Method: medical review. Results: per medical review - according to use fmea (failure modes and effect analysis) it has been determined that excessive vaulting is a consequence of a wrong lens use failure mode (i.e. Improper white to white measurement, variability of the white to white measurements based upon different techniques utilized, improper sulcus to sulcus measurement (if ubm used), and patient condition; poor correlation of white to white measurement and length of ciliary sulcus in an individual case; irregular ciliary sulcus or ciliary sulcus cyst). Conclusions: based on the complaint history, work order search, medical review and the evaluation of the returned product, a probable root cause of excessive vaulting has been determined to be related to the inaccuracy of the white to white measurement or a mismatch between white to white and the sulcus to sulcus diameter. (B)(4).

Event description:
Additional information received - there were no related complications to the event and the icl was explanted with no reported injury. The patient's post-op uncorrected visual acuity was 20/20.

Event description:
The reporter indicated the surgeon implanted a 13.2mm micl13.2 implantable collamer lens in the patient's right eye (od) on (B)(6) 2014. The lens was explanted on (B)(6) 2015 due to excessive vaulting. The patient's vision was hyperopic. The lens was exchanged for a shorter lens with no complications.

Manufacturer narrative:
Pt weight: unk. Event date: unk. (B)(4). Method: work order search. Results: a lens work order search was performed and one similar complaint was found within the work order. Visual inspection of the returned product found pieces of lens haptic torn off and missing. The lens was returned in liquid. Conclusions: (no conclusion can be drawn): based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).